Event description:
It was reported that during a laparoscopic gastrectomy procedure, scissoring occurred. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Did the scissored clip cause any damage to the tissue? ---the information was not provided from the hospital. If so please explain the damage and how the tissue was repaired? Which firing of the device did this event occur on? ---the information was not provided from the hospital. What vessel or structure was the device fired on at the time of the event? ---blood vessel. Was the clip fully advanced into the jaws prior to firing? ---yes. Was there any torquing or twisting of the device present at the time of firing? ---yes, as the cutting site was small. Was any unexpected resistance felt while firing the trigger? ---no. Were any unexpected noises heard? ---no. Did anything unexpected happen prior to this incident? ---no. Did somebody other than the primary surgeon fire the instrument? If so, whom? ---the information was not provided from the hospital. The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. No functional testing could be performed due to the returned condition of the device. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.